Event description:
The customer reported that the settings cannot be changed via nav-ring or touchscreen. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that when setting is opened it will bounce between 2 different values. The nav-ring bad. Further information is pending.

Manufacturer narrative:
Upon further investigation, MDR#2031642-2021-05464 was reported in error. The complaint indicates that the device was not in use. It also states there was no patient impact or harm. Therefore this complaint no longer meets reportability requirements.